Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from other resources, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer failed to open, and the device was not detected on the bus. A field service engineer swapped the half height controller board due to no power to the station. Verified functionality within the application, and the station operated as expected. The system functioned as intended after the field service engineer repaired the device.